Event description:
It was reported that during kit inspection the ratchet handle of the mesher could not be removed from the unit. There was no harm or delay reported as there was no patient involvement. Due diligence is complete and no additional information is available. During device evaluation it was found that the unit ratchet handle would not perform the up and down motion. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: japan. The investigation is complete. This is an initial final report submission. Review of the most recent repair record identified the following related repair: tech found the unit's ratchet handle would not move up and down. The ratchet handle was replaced, the unit was tested, calibrated, and returned to the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends